Manufacturer narrative:
G3 correction to october 9, 2024.

Manufacturer narrative:
It was observed during the device inspection, the colonovideoscope had a residual whitish foreign material was found inside the jet tube. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, the colonovideoscope had a residual whitish foreign material was found inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be october 9, 2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.